Manufacturer narrative:
Additional information provided in.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because it was no longer cycling and the patient was incontinent. The explanted device was discarded by the hospital and the patient was implanted with a new aus device consisting of a 5.0cm cuff, a 61-70 cm h2o balloon and a pump. Following the surgery, the patient awoke from anesthesia and was taken to recovery. Everything appeared normal and the surgery went as expected.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 5.0cm cuff, a 61-70 cm h2o balloon and a pump, was implanted.